Event description:
It is reported that the device was implanted in 2008 and was revised the following month, due to the patient experiencing pain. During the revision surgery, it was noted that the tm cup was not fixed properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.